Manufacturer narrative:
Concomitant products: product ID: 309328, lot# b0932252k, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative reported a broken lead that occurred during a procedure. The lead broke when the surgeon was removing it and elected to leave the broken lead in situ. It was noted that the surgeon was very experienced and the issue was resolved at the time of the report. The surgeon elected to discard the implantable neurostimulator (ins) and broken portion of the lead that was retrieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.